Event description:
It was reported that "pads are not sticking well, occurs during procedure. The esu did alarm and on several occasions multiple pads had to be used before they got one that worked."

Manufacturer narrative:
We are in the process of gathering additional information regarding this incident. The actual device will not be returned, but we are anticipating samples of the same lot code. When our quality engineer has finished their investigation we will file a supplemental report.